Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up check with complaints of shortness of breath. An echocardiogram revealed that the atrial lead had perforated through the heart. It was noted that the patient also had a pericardial effusion. The atrial lead was explanted and replaced on (B)(6) 2020 and a pericardiocentesis was performed. The patient was stable.